Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was intended to be treated with gore® excluder® aaa endoprostheses. It was stated that after the trunk-ipsilateral leg component was advanced and placed at the intended position, it appeared difficult to cannulate the contralateral gate. At that time the c-arm became inoperative and x-ray was not possible anymore. Due to this it was necessary to convert the patient to open repair. The patient tolerated the procedure.